Manufacturer narrative:
On 5/27/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/19/2019, mentor became aware that the replacement device is 500cc mentor memorygel breast implant; catalog#: 3505004bc; serial #: (B)(4). On 6/19/2019; device evaluation was completed: device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture. Baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is related to (B)(6) study # (B)(6). It was reported that a (B)(6) female patient underwent unspecified breast augmentation with a 550cc mentor memorygel breast implant and was presented with capsular contracture; baker grade IV on the right side postoperatively. As a result, the device was explanted on (B)(6) 2019.